Event description:
It was reported that in 2008 while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the left femoral artery. On three days later, the pump alarmed "fos out of range" and the catheter "didn't get the fos reading." As a result, the pump was exchanged. A request for more info regarding the pump has been made.

Manufacturer narrative:
Pump will not be returned for eval. Follow-up report will be filed if additional info becomes available.